Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Phone number not provided.

Event description:
The customer called into philips to report that after the function test, it shows that service is required. There was no reported patient involvement.

Manufacturer narrative:
.